Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that during an initial hip procedure the liner would seat into the shell. The surgeon removed the liner and replaced with a backup liner with not complications. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information to the reported even is unavailable at this time.